Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. The malfunction code did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump using pump reset information, and no recurrence of the malfunction code was observed after resetting. Customer was advised to continue using the pump and to contact technical support again if the malfunction code reappears.